Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during initial drain. The patient was connected to the homechoice at the time of the alarm. The technical service representative explained the alarm to the caregiver. During the troubleshooting, it was determined that the patient disconnected a supply bag to unkink the tubing during therapy. The patient was to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error during the initialo drain, where the home patient disconnected and reconnected a supply bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy, and warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.